Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead, the physician inserted the lead and it dislodged. The lead was removed and a different shaped lead was implanted. No patient complications have been reported as a result of this event.